Manufacturer narrative:
Approximated to (B)(6) 2022 based on the date the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an auriga xl 4007 console was used in a procedure performed in march 2022. During the procedure, the physician found that the laser console alerted an error. The procedure was unable to be completed due to this event. There were no patient complications reported as a result of this event.